Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6, type of investigation, investigation findings, investigation conclusions, h11. No decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that after prepping the intra-aortic balloon (iab), it unfurled during insertion and they were unable to use. A new balloon was opened prepped and inserted without issue. There was no patient harm or injury reported.